Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the devices were connected to the main power source. After a few hours, the devices triggered alarms battery low and lost of power, all the devices shut down, all the devices shutting down in the same way in different days. The display turned off before shutting down the device. The devices do not identify ac sources, only work with batteries, which I charged external. No patient involvement.